Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the device, the manufacturing process for this pacemaker was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated. The eri battery status was triggered on (B)(6) 2024. The pacemaker was implanted for 123 months. At a next step the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In a next step the amount of charge taken from the battery was verified and found to be inconsistent with the eri battery status. However, the current consumption was documented to be normal and as expected. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was tested with different applied loads and showed an unexpected battery voltage trend. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. Further electrical and destructive analysis revealed an elevated internal battery impedance. It is reasonable to assume that the elevated impedance has led to a voltage decrease and therefore to the clinical observation. In conclusion, the device was implanted for approximately 123 months. The therapeutic functionality of the device was tested and proved to be fully functional. Analysis revealed an elevated battery impedance, which contributed to the eri battery status.

Event description:
Device explanted due to eri indication with unexpected battery behavior. No adverse patient events were reported. Should additional information be received, this file will be updated.